Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system was performing as intended and no parts were replaced. System passed checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter was having issue verifying straight suctions. Issue occurred with 5 suctions available on site. The manufacturer representative (rep) brought in a new suction that also has issues verifying. The rep had an emitter with them which they switched to. Using new emitter the new suction verified immediately and without issue. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of concomitant medical products: section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 9731203, serial/lot #: unk, ubd: na, UDI#: unk. If information is provided in the future, a supplemental report will be issued.